Event description:
It was reported the patient was unable to adjust stimulation. Their patient programmer was showing a "call your doctor" icon and a power on reset (por) condition. The patient had no stimulation sensation. The patient had a battery replacement on (B)(6) 2014 due to normal battery longevity. Additional information from the healthcare provider stated the patient¿s battery replacement had been a routine battery change due to the battery being at its end of life (eol) and they recovered without permanent impairment. The patient was not sure if their new device was working and they stopped feeling stimulation about one week after implant. The patient checked the device the day prior to report with the programmer and saw the por screen. The patient used the programmer and confirmed that they were seeing a warning por. The patient said they had a mammogram on (B)(6) 2014 but they didn¿t recall any other exposure to electromagnetic interference. It was later reported the patient received assistance from their doctor on (B)(6) 2014 and their concerns were resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3889-28, lot# v038042, implanted: 2007 (B)(6); product type lead. (B)(4).